Manufacturer narrative:
Equipment improvements/adjustments have been made. In addition, parameters used for the assembly of the product have been evaluated and additional validations have been conducted.

Event description:
On (B)(6) 2015, the facility reported that they had experienced an incident where the cap outer casing came apart. It was not reported to have been used on a patient until (B)(6) 2015. An additional incident was reported with the same defect type on (B)(6) 2015. The first incident is confirmed to be product code 415303 lot m00072. For the second incident, the code and lot cannot be confirmed but the account believes that it too is 415313 lotm00072. No harm to the patient. On (B)(6) 2015, the facility reported 2 additional incidents of the same defect type that occurred on patients. The catalog number and lot number is unknown. No harm to the patients.